Event description:
Pca pump said it delivered 100ml of fentanyl but cassette had 80 ml in it when changed. Latch has noted to be broken by clinical engineering. Fentanyl infusion through pump: fentanyl 10 mcg/ml 25 mcg/hr with titration parameters and 25-50 mcg bolus q 10 minutes prn, max of 100mcg every hour. Dates of use: (B)(6) 2013. Diagnosis or reason for use: pain medicine delivery.